Event description:
The customer reported that the system displayed filament and charger errors. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the batteries. The system operates as intended.